Event description:
It was reported that the patient has had no stimulation sensation for the past couple of months and that device impedances were greater than 4,000 ohms on all bipolar pairs. The device was turned off and the whole system was replaced. The patient outcome is unknown. Further information is being requested from the hcp.